Event description:
The pt has been unable to use his cochlear implant for some time due to a skin flap too thick for effective transmission of rf from the coil to the implant. He had a skin flap revision in sept. The pt was still not able to hear without intermittencies after the surgery. It is unclear whether the device has malfunctioned or if the skin flap is still too thick for effective rf transmission. The pt's device will be explanted and analyzed. The pt will be reimplanted with a new implant. The explant/reimplant surgery has not been scheduled as of the date of this report.